Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error messages. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error messages; customer was unsure if the error message displayed was e-2 or e-5. The customer feels well and did not report any symptoms. Customer stated that a few weeks prior he had contacted his doctor due to the error messages. Customer stated that the doctor advised to change the test strips; doctor had sent customer prescription for new test strips. Customer had discarded the vial and was not able to provide lot information for the vial he was using at the time he contacted the doctor. Customer did state that the vial had been opened a year ago and had been stored according to specification in the living room. The customer reported that he was still obtaining the error messages using the new vial of test strips; customer stated he had not contacted the doctor regarding the current vial he is using (internal report reference (B)(4) .